Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: according to the information received, it was reported that the customer has activated the electrode and it has not switched off on its own. Electrode was permanently active. The electrode could only be deactivated by disconnecting the electrode plug on the generator. After reconnecting, the electrode was disabled, but once it was turned on again, the electrode remained in continuous operation. The complaint device was discarded by the customer, therefore not returned to depuy synthes and unavailable for a physical evaluation. Given that no lot/serial number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot/serial number becomes available, the mre review will be performed. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: given that no lot/serial number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot/serial number becomes available, the mre review will be performed.

Event description:
It was reported that during surgery, 3x vapr tripolar 90 suction elect were activated but would not switch off.; the devices were permanently active. The devices could only be deactivated by disconnecting the electrode plug on the generator. After reconnecting, the electrode was disabled, but once it was turned on again, the electrode remained in continuous operation. There were no delays in the surgical procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2026. All available information has been disclosed. Report 1 of 3 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.